Event description:
Reporter stated patient tested >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 2.0 inr. The patient "was dosed based on the lab result." No specifics provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.